Event description:
It was reported by emergency support program that no zero message on a cs300 intra-aortic balloon pump (iabp) occurred. Review of the pump screen showed therapy continuing in ECG trigger mode with appropriate balloon inflation but no arterial pressure waveform. Troubleshooting confirmed all connections were secure and included re-zeroing the pressure transducer; however, pressure values of 200/200 mmhg and inability to aspirate the inner lumen were consistent with a clotted inner lumen. The physician elected to replace the intra-aortic balloon (iab) rather than use an alternative arterial pressure source. The removed iab was retained for return and product evaluation.

Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.